Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/13/2015 with the following findings: the pump display screen lens was observed to be scratched. The pump was powered on and the display screen was noted to be dim and discolored with a pinkish coloration. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored and the lens was scratched. This report is made based on the results of evaluation completed on 11/13/2015.